Event description:
It was reported that when using the bd pyxis¿ es server admission discharge transfer from electronic medical record was not displaying on station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter e-mail: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the ssms server and sql agent being stopped. A technical support specialist attempted to connect to the structured query language (sql) instance but encountered errors. After verifying that sql was installed on the database server. Upon checking, the tss found the sql server management studio (ssms) server and sql agent stopped, so the tss restarted the sql instance and successfully connected. In patient encounter system (pes), the tss observed that device communication was last recorded on december, restarted the data synchronization, maintenance, external message, and net pipe services, which brought the station download messages up to date. However, the carefusion coordination engine (cce) sent items were not current, and cce was disconnected, so the tss escalated the issue to the interface team. From the cce side, the tss connected and restarted the cce service. The customer confirmed resolution and agreed to case closure. The system functioned as intended after the technical support specialist troubleshot the device.